Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Patient was seen in (B) (6) 2009 and device was working fine. Patient returned to clinic (B) (6) 2009 and device could not be interrogated and was unable to perform a magnet test. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
Patient was seen in 2009 and device was working fine. Patient returned to clinic 2009 and device could not be interrogated and was unable to perform a magnet test. Device replacement scheduled. No patient complications have been reported as a result of this event.